Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that pauses were observed on holter monitoring, noted as possible oversensing with inhibition. The patient was reportedly symptomatic during those times. The pauses were reproduced in the clinic, believed to be due to a setscrew issue. The oversensing and pauses could not be reproduced two days later. The device and lead were replaced. No patient complications have been reported as a result of this event.